Manufacturer narrative:
Continuation of d10: product ID 37761; serial# (B)(6); product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the 37761 desk top recharger (dtc) (s/n (B)(6)) revealed a broken connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was because the insr will no longer charge from the desktop charger (dtc), so they are unable to charge their ins. There was a report that the connector pin was broken. Pt stated that they know the green light is lit on the dtc, but they do not have their dtc w/ them to confirm dtc status. Pss asked, but the pt did not know an event date. Pt just stated the issue has been going on for awhile, the issue is "sporadic", and now the insr will not charge at all. Pt noted that when they plug the dtc into the insr, the connection is loose and no longer tight. Troubleshooting was unable to be performed as the pt did not have the dtc w/ them during the time of the call. Pt will call back w/ the dtc and insr to do further troubleshooting. Pt reported dtc was "loose like a tooth in the rubber" and was not charging recharger. Pt mentioned they noticed dtc was broken about a month ago. No symptoms or patient complications were reported.